Manufacturer narrative:
(B)(6).

Event description:
This report is based on information provided by philips international team and is being investigated by the philips complaint handling team. Philips international team received a report from the nmpa- report # (B)(4) indicating they received correspondence from end user that while in therapeutic use, the v60 ventilators keypad was not functioning as intended. As a result, the user was unable shut unit off. The patients therapy was stopped, however there were no reports of patient/user harm/injury. This investigation is ongoing.

Manufacturer narrative:
No details were provided by the remote service engineer (rse) and/or field service engineer (fse) regarding the evaluation of the issue. Per the key market (km) response, the keyboard was replaced. No other information was provided.

Manufacturer narrative:
Upon further review of the response provided by the key market on 17oct2022, it is determined that a correction is required to the information provided in the h10 of the previous follow up report submitted on 16nov2022. The h10 should have stated below information: no details were provided by the remote service engineer (rse) and/or field service engineer (fse) regarding the evaluation of the issue. The key market reported that there was no patient involvement when the issue occurred. The key market reported that the issue was resolved after reinstalling the keyboard. No other information was provided.